Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient was experiencing stim pulse sensations in their left chest at different times and a few times per week. It was noted that it happened when the patient was laying on their back, and would last 10-15 seconds on average. The patient stated it was not causing any discomfort. A potential contribution reported was the patient has had a murphy bed for about four months which weighs about 80 lbs. They have to lift it from the floor and then switch hands to press it over their head to the wall. It was also noted that the patient had one device replacement, and the patient's doctor wondered if cautery may have caused for an insulation break and potential electrical leak. It was noted that all of this was unknown. The device pocket was palpated, and multiple electrode impedance checks were done by the doctor. No impedance changes were noted, but the patient felt some pulsations during the assessment. It was planned to have the patient monitor the frequency of the pulsing sensations for a few days. The patient was to meet with an (B)(6) neurologist for a possible programming change. If the issue was not rectified, it was noted the neurosurgeon would change out the left extension. The stim pulse sensation issue was not resolved. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating the patient first experienced the stim pulse sensations approximately one week prior to the report. The cause of the issue was not definitively determined at the time but was suspected to be an electrical leak at the extension in the device pocket. The patient was going to see how often it was happening over the next few days and if any positional issues caused it to repeat. The patient was going to set up an appointment with the neurologist to see if it could be programmed differently to resolve it. No appointment date was set. If it was still bothering him, he was going to have the neurosurgeon replace the extension. No revision surgery had been scheduled or performed at the time of the report. The stim pulse sensation had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the left extension was replaced and both ins's were replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the device has been replaced. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study and the rep indicated the issue was resolved following the explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating their was left chest swelling. The patient had an emergency room visit. Laboratory testing was done on (B)(6) 2019 with the results of wbc 8.05, creatine 1.00/bun 26. The patient was concerned that they felt the battery expanded in their chest, medtronic representative stated this was highly unlikely, and patient would likely manifest with other symptoms. After discussions with the medtronic representative it was determined there would be no need for ongoing workup. No further complications were reported.